Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented for generator replacement due to normal eri. When dft shock was performed possible high voltage lead issue was detected. Device was reprogrammed and therapy was successful with in-range impedance. The patient was stable after the procedure and will be monitored with routine follow-up.